Event description:
It was reported to philips that the device was not booting up fully. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the flexvision computer (pc) was not booting and needed to be replaced. After replacing the flexvision pc and the hard disk, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc . After replacement of the flexvision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.